Event description:
The patient's left hip was replaced with no issues so she had no reservations about having her right hip replaced on (B)(6) 2012. After the right hip was replaced she realized that she was not recovering as well as she did with her left hip. Her right hip has been painful since the index surgery and began to progress as well as developing redness and swelling in the area. On (B)(6) 2013 the surgeon removed her devices, performed an I and d, and reimplanted the same devices but may have exchanged a component.

Manufacturer narrative:
The following devices were added to the complaint after the initial medwatch was submitted. Cat. No.: 626-00-38d, modular dual mobility insert, lot code: 40077301; cat. No.: 6721-0435, size 4 accolade ii 127 deg, lot code: 41278505; cat. No.: 500-03-50d, primary tritanium hemi solidback cup 50mm, lot code: mlmea3; cat. No.: 6260-9-222, 22.2mm + 3 lfit v40 head, lot code: 38494708. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. An event regarding infection involving an adm liner was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: a medical review was performed and concluded: "based upon this suspicion all three reported events of pis have the same root cause as related to arthroplasty infection. In this case no correlation between any specific device property and infection can be established. This is further supported by the type of bacteria (staphylococcus aureus) that is a typical wound infection hospital strain. Patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, pis are caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case while more in general, device-related factors never play a role in infections. Infection is primarily a procedure-related complication with sometimes additional patient-related risk factors. This pi is not device-related. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: a medical review was performed and concluded that there was no evidence that the infection was device related. No further investigation is required at this time. If additional information becomes available or the device is returned, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The patient's left hip was replaced with no issues so she had no reservations about having her right hip replaced on (B)(6) 2012. After the right hip was replaced she realized that she was not recovering as well as she did with her left hip. Her right hip has been painful since the index surgery and began to progress as well as developing redness and swelling in the area. On (B)(6) 2013 the surgeon removed her devices performed an I and d and reimplanted the same devices but may have exchanged a component.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right hip. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.